Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 568 mg/dl and ketones were present. Insulin injections were administered. Pump system check with tandem technical support found a small air bubble in the tubing and the pump time was incorrect. Contact removed the bubble and corrected the time.